Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer stated there was water in the lcd screen after she went into a pool and forgot that she was wearing the insulin pump at the time. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.